Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the video provided with this report because the product said to be involved was not provided to cook for evaluation. Per the video provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and the video describing the event. The video provided shows the device in a coiled position with the distal end of the clip advanced. The drive wire and drive wire hook can be seen and there is no clip shown. The lot number on the pouch is also visible in the video and matches the report. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information indicated the user held the handle spool during advancement through the accessory channel. This is the most likely root cause of this report. The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy clip." Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. However, even if the clip is not deployed, damage can occur to internal device components such as the driver legs. Once this damage occurs, the clip is in a partially deployed state and may not be able to be opened/reopened. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user held the handle spool during advancement through the accessory channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a mucosectomy in the colon, the physician used a cook instinct endoscopic hemoclip. It was reported that the clip detached from the trigger system before being activated, during passage through the colonoscope, and it was seen that it came loose after passing the entire instrument through the working channel. The procedure was completed using another clip. Additional questions were received on 16jan2024 stating that the handle spool was held during passage of the device through the working channel. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the video provided with this report because the product said to be involved was not provided to cook for evaluation. Per the video provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and the video describing the event. The video provided shows the device in a coiled position with the distal end of the clip advanced. The drive wire and drive wire hook can be seen and there is no clip shown. The lot number on the pouch is also visible in the video and matches the report. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The system preparation section of the instructions for use includes the following: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The IFU states: "endoscope must remain as straight as possible when inserting or withdrawing device." The IFU states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during advancement may prematurely deploy clip." Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a mucosectomy in the colon, the physician used a cook instinct endoscopic hemoclip. It was reported that the clip detached from the trigger system before being activated, during passage through the colonoscope, and it was seen that it came loose after passing the entire instrument through the working channel. The procedure was completed using another clip. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.